Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose value at the time of the incident is 500mg/dl. Blood glucose current value is 197mg/dl. The customer treated with manual injections. Customer also reported frozen display with medtronic logo stuck on screen. The customer was losing balance due to high blood glucose. The customer declined to troubleshoot for high blood glucose. It is unknown the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The customer had discontinued to use the device. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged high blood glucoses, frozen screen and stuck on medtronic logo found on (B)(6) 2022. Device was received with a blank display. Unable to perform the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, delivery accuracy test or verify frozen screen and stuck on medtronic logo due to a blank display. Unable to generate power management graph due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload device to carelink due to a blank display. Device was cut open to perform visual inspection and found corrosion on the electric board., force sensor, motor and vibrator assembly noted. The original electric board. 2 was cleaned, installed and swapped out with a working test electric board. 1, case, internal battery and motor. Powered the device on using the battery simulator and a blank display noted. The original electric board. 1 was cleaned, installed and swapped out with a working test electric board. 2, case, internal battery and motor. Powered the device on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the electric board.. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer, a cracked reservoir tube lip and a retainer knit line damage were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a end cap address label missing. A cracked retainer, a cracked reservoir tube lip and a retainer knit line damage were confirmed. Unable to verify customer alleged for high bgs. Unable to verify frozen screen, stuck on medtronic logo and perform the required testing due to a blank display. Unable to download history files and traces using thus due to a blank display. Unable to upload device to carelink due to a blank display. Blank display was confirmed due to corrosion on the electric board. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted.